Event description:
It was reported that when the right ventricular lead was being tested in a bipolar pacing configuration, the impedance was low and an out of range impedance message was displayed on the programmer. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.